Manufacturer narrative:
A philips remote service engineer reached out to the customer to obtain information about the unknown event but was not provided any additional details. A philips bench repair technician (brt) evaluated the device and determined that it went end of life on (B)(6) 2025. The parts required for repair are no longer supported. No pa performed, no tools used, defective sticker placed on device. The device was returned to the customer unrepaired and is not returned to functionality. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on an microstream co2 extension indicating that the device was malfunctioning, customer was unable to calibrate the device as they received the an error message of "equipment malfunction". The device was in clinical use at time of event, no patient harm was reported. There was a delay while changing out the co2 modules and moving the patient to a different room in the same department.

Event description:
It was reported, when the staff was trying to gather a co2 reading, they were unable to do so. A patient event was reported. No other clinical information or medical intervention was reported; therefore, good faith efforts are being performed.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.